Event description:
The ge oec 9800 fluoroscopy system would not boot or power up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a bent pin in the interconnect lemo connector. The lemo receptacle was replaced to correct the malfunction. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.